Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a cartridge change error and a cartridge alarm 30 occurred during the load sequence. Customer loaded a new cartridge onto the pump to resolve the issue. In addition, the customer experienced resistance during the fill process. A syringe needle was performed resolving the issue. The customer's blood glucose level was 429 mg/dl. Reportedly, the customer continued using pump for insulin therapy.